Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 3 years of service. The physician questioned why this device would reach this battery status after such a short period of time. A guidant technical services (ts) consultant recommended obtaining a save to disc, and sending this in to guidant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.